Manufacturer narrative:
The serial number of the c 303 instrument is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested on the cobas c 303 analytical unit. Multiple test parameters were affected. The customer repeated controls and these were outside of range for multiple tests. The customer provided an example of one patient sample with discrepant results for cobas integra cholesterol gen. 2. The sample initially resulted in a cholesterol value of 37 mg/dl. The sample was repeated on another instrument and it repeated as 125 mg/dl.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. The sample centrifugation time may have been shorter and the speed may have been higher than recommended by the tube manufacturer. The field service engineer determined there was contamination in the analyzer. The reagent and sample probes were replaced. Probe adjustments were performed. The water pressure was adjusted back to specification. Air purges and mechanism checks were performed; these were acceptable. The customer ran calibration and controls; results were within specified ranges. The investigation determined the service actions resolved the issue.